Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the freestyle strips. No trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received readings of 270 mg/dl and 230 mg/dl and self-treated with a ¿high dose of insulin because of the readings¿ (dose/type unspecified). The costumer subsequently experienced confusion, numbness, nausea, and a loss of consciousness and was transported to a hospital where treatment of intravenous fluids were provided overnight for a diagnosis of hyperglycemia. A reading of 106 mg/dl was obtained on the hospital device, however it is unknown when this reading was obtained in relation to the reported treatment., requiring healthcare professional administration of unspecified intravenous fluids for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc device. Customer received readings of 270 mg/dl and 230 mg/dl and self-treated with a ¿high dose of insulin because of the readings¿ (dose/type unspecified). The costumer subsequently experienced confusion, numbness, nausea, and a loss of consciousness and was transported to a hospital where treatment of intravenous fluids were provided overnight for a diagnosis of hyperglycemia. A reading of 106 mg/dl was obtained on the hospital device, however it is unknown when this reading was obtained in relation to the reported treatment., requiring healthcare professional administration of unspecified intravenous fluids for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tripped trend reports were reviewed for freestyle lite meter and read-1 for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. The available tripped trend reports were reviewed for freestyle strips and read-1 for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.